Event description:
On (B)(6) 2011 customer reported that the waste container was leaking on the act diff 2 instrument. No injuries were reported and no erroneous patient results were generated. Service was not dispatched for this event. A replacement waste container was sent to the customer. No further issues were reported.

Manufacturer narrative:
Waste container leaked. (B)(4).